Manufacturer narrative:
Product event summary: the lead was not returned but performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Beginning (B)(6) 2015, the max threshold measured 2.25v and remained at or above 2.25v until (B)(6) 2015. No data was captured from (B)(6) 2015 through (B)(6) 2016. The lead impedance is within range. Concomitant product: 4025-58 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the right atrial lead could not capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.